Event description:
Caller tested 7.0 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. No treatment provided. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.